Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) had several episodes labeled as atrial fibrillation (af) in december. The patient underwent a pulmonary vein isolation (pvi) cardiac ablation. Since then, the patient has received six shocks from the device. Technical services reviewed the treated episodes and discussed the shocks were delivered due to the rate being within the programmed shock zones at about 220 bpm. The rhythm did not match the stored template. If the physician does not want to treat this rhythm, they could increase the programmed rate cut offs, or consider other methods for treating the fast heart rates. The local sales representative later reported that at the time of the event, the device was deactivated and the patient admitted and monitored in the intensive care unit (ICU) until the af could be controlled. The device has since been programmed back on and the patient was discharged, with a strict medical treatment plan for the af. No additional adverse patient effects were reported. The device remains implanted and in service.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) had several episodes labeled as atrial fibrillation (af) in december. The patient underwent a pulmonary vein isolation (pvi) cardiac ablation. Since then, the patient has received six shocks from the device. Technical services reviewed the treated episodes and discussed the shocks were delivered due to the rate being within the programmed shock zones at about 220 bpm. The rhythm did not match the stored template. If the physician does not want to treat this rhythm, they could increase the programmed rate cut offs, or consider other methods for treating the fast heart rates. The local sales representative later reported that at the time of the event, the device was deactivated and the patient admitted and monitored in the intensive care unit (ICU) until the af could be controlled. The device has since been programmed back on and the patient was discharged, with a strict medical treatment plan for the af. No additional adverse patient effects were reported. The device remains implanted and in service. Additional information was received. The patient continues to have treated episodes due to conducted af with aberrancy. Episodes were sent to technical services for review. The current therapy zone settings were 180 bpm and 200 bpm. Review of the recent episodes found many changes in rate, morphology, and regularity of the rhythm. The shocks appear to be clinically inappropriate due to fast rates of a likely af condition. The device remains in service.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.